Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the remote monitoring system detected another alert due to high shock impedances. It was noted that the patient would continue to be monitored as this was normal behavior for this lead.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited out of range shock impedances of greater than 125 ohms. Upon review of the past measurements, it was noted that there were some out of range impedances at implant; however, the measurements had stabilized to 75 to 80 ohms. Technical services (ts)discussed a possible connection issue or lead fracture. This would be discussed further with the physician. No adverse patient effects were reported.